Manufacturer narrative:
(B)(4). Final analysis found that the outer coil was fractured at 21.3 cm from the connector pin. The damage sustained resulted from clavicular crush. (B)(4).

Event description:
It was reported that the lead exhibited high thresholds. The lead was explanted and replaced. The patient was fine post procedure.